Event description:
The injection was set to inject 150ml. After delivering 64ml, the nurse stopped the injection and believes all the contrast extravasated in the right arm. The nurse started a new IV and injected again without incident. The patient had swelling right under the patch.